Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor ((B)(4)) will no longer be available in (B)(4) and to continue to use the bulk solution level sensor ((B)(4)) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received

Event description:
The customer observed leak underneath of the instrument and error code 1043 unable to calculate result. Final rlu read is outside the specification of the highest calibrator on the alinity I processing module. (Error codes were confirmed using internal data). The field service representative replaced the vacuum reservoir, the pump heads and the level sensor on the buffer solution as the level sensor was cracked. There was no impact to patient management was reported.